Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with troubleshooting on the au680 chemistry analyzer. Cts recommended that the customer repeat photo calibration, replace the reagent and run quality control. Service was not dispatched. No further assistance was required. The failure mode is unknown as the customer did not call back. No further issues were reported. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of one erroneously high actm (acetaminophen) patient result on their au680 clinical chemistry analyzer. The erroneous patient result was reported out of laboratory and later they were amended. The customer reported that the patient was treated for actm overdose. No further information was provided. The customer did not provide patient data or demographics.